Manufacturer narrative:
This report is submitted on april 02, 2019.

Event description:
Per the patient's surgeon, the patient experienced a non-device related infection resulting in explant of the device on (B)(6) 2019.